Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic anterior resection procedure, there was significant leaking from the trocars. Seals were leaking during instrumentation introduction and when removed. Seals had to be influenced to repeatedly close to minimize the gas escaping. There was consistent air escaping throughout the case. The case continued regardless of the leaking . There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation? Please describe the noise. A constant hiss was heard throughout the case and this did effect in I suffocation as the gas was replaced several times. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No dropping pressure or visibility concerns. What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? The seal. These would not form a sufficient bond around the instruments when introduced in and out of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? Graspers, stapler, ultrasonic and suction. Was any torque being applied to the trocar or device? No, additional torque than the surgeon is used to. The analysis results found that devices (a and b) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through each device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.